Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads and cracked case near display window corners noted during visual inspection. Insulin pump passed prime/compromised force sensor system, displacement, basic occlusion, occlusion and excessive no delivery alarm test.

Event description:
Customer reported via phone call that her blood glucose had been high. Customer's blood glucose was over 400 mg/dl. Customer had changed the set 3 times and reservoir 1 time. Customer's blood glucose was 195 mg/dl at time of call after manual insulin injection. After troubleshooting, customer was advised to change the entire set. Customer wanted the device be replaced. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.